Manufacturer narrative:
Model: 407645, lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Reprogramming has been completed and the lead remains in use. No patient complications have been reported as a result of this event.